Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle was not attached to suture thread. This issue occurred prior to use, there is no patient involvement. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: this is the fourth complaint received for this code batch regarding the same issue. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in stock in b.braun surgical's warehouse. We have received an open unused sample and 30 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results do not fulfil the requirements of the european pharmacopoeia for minimum: in 2 of the 30 closed samples received the thread escaped from the needle, probably caused by a too low strength applied in the manufacturing process to attach the thread to the needle. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. You will receive a credit note for one box of product as compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.